Event description:
Reportable base on device analysis on (B)(4) 2015. It was reported that crossing difficulties were encountered. The 98% stenosed target lesion was located in the coronary artery. A 3.00x20mm promus element ¿ drug-eluting stent was selected to treat the lesion. However, the device could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found a stent strut was lifted upwards from the stent profile on the 4th row from the distal edge. This type of damage is consistent with the stent encountering resistance while advancing to the lesion. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).